Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31200027l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with an octaray mapping catheter and a blood coagulation issue occurred. After mapping the left atrium, the octaray mapping catheter was removed from the body and blood coagulation was noticed in the sensor tip. The octaray mapping catheter tip was cleaned off and the caller confirmed that irrigation was normal. The act was at 234 at this point. The patient was then administered additional heparin, about 12,000 bolus of heparin, up to a total of 2,500cc. The procedure continued with ablation as normal. There was no injury or consequence to the patient. The patient was in stable condition. Additional information was received. The system did not present any error messages nor did the physician/user see any product problem. Heparinized normal saline used as the irrigation fluid. No other type of saline used during the procedure. The patient was anticoagulated. It was maintained throughout the case. The physician did not comment if he/she considered that the blood coagulation was excessive. Physician asked for an act (result was 234). By this, the physician increased the perfusion of heparin and gave a bolus. Hospital irrigation system heparinzed-saline under pressure bag. Cryo console was used. No radio frequency. No ablation was performed before issue detection. No ablation catheter was inside the patient.